Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of an "inflammatory reaction" with "some hardening and raised area" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported approximately 1 year and 5 months after another practitioner injected the patient in the cheeks, tear trough, and prejowl sulcus area, with juvederm voluma they injected the same patient with juvederm volift with lidocaine in the lips, nasolabial folds, and mental crease. About 5 months after the juvederm volift with lidocaine injection, the patient developed an "inflammatory reaction" with "some hardening and raised area" at the juvederm volift with lidocaine and juvederm voluma injection sites. The patient was treated with prednisone, which was considered effective. The reporting physician thought perhaps the patient had experienced some type of a "cross reaction" between the two juvederm products. The physician also stated that they could not verify whether or not juvederm voluma had been previously injected, but that the patient thought it might have been juvederm voluma.